Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by using different wall adapters and charging cables, but the problem persisted. Technical support decided to replace the pump, confirmed the customer's shipping address, and instructed the customer on steps to deplete the battery and return the faulty pump. Replacement pump was provided to ensure continuous insulin delivery.